Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. No kink in the insulation was observed.

Event description:
It was reported that during implant, it was noted that the lead had a kink in the insulation. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.